Event description:
The caller stated that they plugged in the power supply for an inform ii base unit and that sparks and flames came out of the power supply and the base unit did not power on. No adverse event was reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.